Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a lead safety switch due to right ventricular (rv) impedance measurements of greater than 3000 ohms. Subsequent measurements in bipolar configuration were within normal limits. The device remained in unipolar configuration. No adverse patient effects were reported. The device remains in service.